Event description:
Customer was hospitalized due to diabetic ketoacidosis and treated in the emergency room. Customer experienced symptoms such as feeling sick/unwell and increased thirst.

Manufacturer narrative:
Customer returned pump for an alleged carelink upload anomaly, no delivery alarm/insulin flow blocked alarm, unexpected battery power loss, visit to rural clinic, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low reservoir anomaly, no delivery alarm/insulin flow blocked alarm, unexpected battery power loss, visit to rural clinic, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2023 (per ss event date). However, the customers note stated that the customer visit to rural clinic, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2023. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, unexpected battery power loss, visit to rural clinic, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08570 inches. The pump was monitored for several days and no unexpected battery power loss noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink without any errors. The uploaded information was added to the recent activity (last five uploads) and the information can be accessed. Generated a daily summary report and all data from functional testing shows up in the report. No unexpected error message during the upload or report generation process noted. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 11:26:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date (B)(6) 2023. However, low battery alert was recorded and found in the formatted history file on: (B)(6)2023 14:31:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6)2023 00:02:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6)2023 00:33:00.000 (B)(6)2023 00:43:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6)2023 11:15:46.000 earliest power data available per the power management tool/detail trace file is on (B)(6)2023 at 2:20:59 am. There was no power data available for the dates of (B)(6)2023 to (B)(6)2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Please see below for pump errors/alarms noted 1 week prior to the event date(B)(6)2023 in the formatted history file.  Sg calibration error was recorded and found in the formatted history file on: (B)(6)2023 09:04:50.000 (B)(6)2023 20:34:56.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. Set the low reservoir reminder alarm for (B)(4) units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (28 units). 8 units bolus were programmed and delivered. The low reservoir alarm activated properly at (B)(4) units left. Programmed an additional (B)(4) units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional (B)(4)units bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir anomaly, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Carelink upload anomaly, no delivery alarm/insulin flow blocked alarm, unexpected battery power loss and low reservoir anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported replace battery, insulin flow blocked and power loss alarm. The customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. The customer was hospitalized and treated with a manual injection and intravenous drip. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event. The auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the insulin pump. The insulin pump will not be returned for analysis.